Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulty and guide wire tip detachment occurred. The more than 90% stenosed target lesion was located in a calcified coronary artery. A 185cm pt guide wire was used in the procedure however during removal of the wire, the distal end was trapped behind a non bsc stent. An attempt was made to remove the wire however, the distal 20mm tip of the wire was sheared off in the proximal circumflex and mid obtuse marginal artery. Another attempt was then performed to snare the detached tip. A 2.5x28mm non bsc drug- eluting stent was implanted over the previously deployed non bsc stent and covering the detached guide wire tip against the endothelium with excellent result. The procedure was completed with a different device. No patient complications were reported and the patient was discharged per normal procedures.